Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the third firing in an exploratory laparotomy procedure, while the transection of bowel, the stapler cut but did not deploy any staples.